Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the front panel was damaged. It was reported that the device self activated by itself without user input. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was improperly installed/prepared. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the system was acting independently(self activating) in the middle of procedure. Changed the foot pedal and same thing happened again. Monopolar coagulation was selected. Another unit was used and worked fine. There was no patient injury.